Event description:
The following has been reported: the keyboard doesn't work. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.